Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refw4363 showed eight other similar product complaint(s) from this lot number. Device not returned.

Event description:
It was reported the nurse from the health center called when she discovers a leak from the insertion site to the PICC line during flushing. I admitted the patient to our day care unit. It really leaked when flushing with nacl. Withdrew the catheter during flushing and identified a hole 4cm from the 0 mark (this part of the catheter was in the patient before I pulled it out). Then pulled out the entire catheter because it is unusable and the patient had to be planned for a new approach.